Event description:
The customer reported that following a diagnostic catheterization procedure on july 16, 1999, a vasoseal vhd was deployed. The pt returned on july 20, 1999 for a ptca/stent procedure. The pt rec'd 10,000 units of hparin prior to the procedure. No activated coagulation time was done at the end of the procedure and a vasoseal vdh kit size 6 was deployed as well as a venous sheath pulled. The pt developed a hematoma in the groin area that night. The pt remained stable and a CT scan of the abdomen was performed which revealed a retroperitioneal bleed. The pt was given 2 units of blood on july 2,, 1999 and was hypertensive. The pt remained in the hospital for unrelated issues. No further complications were reported.